Event description:
One paddle of the disposable instrument was missing and it was retrieved from inside the patient. All parts of the instrument were accounted for. Manufacturer response for disposable instrument, single site fenestrated bipolar instrument (per site reporter): rep advised that the product will be reviewed for quality purposes.